Manufacturer narrative:
As neither a lot number nor the involved product had been made available to us, no tests could be performed. After a visit at the complaining hospital our distributor stated that the complainant has withdrawn the complaint as the chief nurse had doubts about the accuracy of the initial report and whether a burn was associated with the dispersive electrode at all. It is unclear if a reportable event has happened or not. However, to be on the safe side we have decided to report this incident. Based on the information made available to us no further conclusion can be drawn. We therefore close the investigation.

Event description:
On march 20th we have been informed about an incident involving a skintact dispersive electrode, model rs25, and a valleylab esu generator, model unknown, in an unknown hospital in (B)(6). The reporter initially stated: "we have a tangle with a very important customer (...). They say that one of our/your paddles rs25 burned one client (device is valleylab)." In a later communication after a visit at the hospital, the reporter added: "the chief nurse of the section has not been able to explain clearly what has happened because (...) She was not directly involved but noticed that one of the ladies from her staff chatting about one situation when the patient has been burned, guessing due to the neutral electrode. She did not want to mention who said about the case and she has no idea who might had been in the operation theater. She would like to close the subject, concluding that is just an unjustified concern (...)" No information was provided about the injury and whether it had to be treated or not.